Event description:
It was reported that the pt's health care provider was having difficulty aspirating fluid through the catheter access port. It was later reported that a catheter exploration and MRI were ordered. The drug used in the pump at the time of the event was not known. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).